Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image and front panel indication not shown. The issue was found during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure could not be confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: seepage on boards. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.